Event description:
Customer reported unexpected negative reactions on 2-cell screen using galileo.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen (crrs), lots x223 and x227. Tested the customer's returned sample with retention crrs, lot x227, on in-house galileo. The sample was nonreactive with both cells. Cells # 7, 8, 9, 13 and 14 from retention panocell-16, lot 47344 were tested with the patient's sample in hemagglutination tests with immuadd as the potentiator. A room temperature incubation was included. Very weak reactivity was observed at the immediate spin and room temperature and at the indirect antiglobulin test phases with k+k+ reagent red cells. The sample was insufficient to perform further investigation. The nature of the sample cannot be ruled out as a cause of the event.